Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving ketamine (did not ask mg/ml at did not ask mg/day) and fentanyl (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that they had the pump removed on (B)(6) 2024 and the hospital said, the representative had to get it and do something to it before they can hand it over to her. The patient stated that the pump was leaking for two years, and she needed the pump back because she needs her lawyers to look at the pump. The patient mentioned that she was in so much pain.